Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6). 2015 date of follow-up report: (B)(6) 2016. Examination of the returned used sample could not confirm the reported issue. Visual inspection found no defects. Evaluation of the device confirmed that it opened and closed normally using the handle. The device was activated multiple times on simulated tissue with acceptable results and visual seal effects were observed. The investigation found the device to function normally and within specifications. Review of the relevant device history records for this lot found no potentially contributing entries, and no trend is associated with this issue.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic assisted hysterectomy, bilateral salpingo oophorectomy and cystectomy the device jaws could not be re-opened by the surgeon. To date, the site contact has not been able to confirm if the device was applied to tissue when this occurred. There was no patient injury.